Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft xpedient delivery system and its components were implatned in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unknown. It was reported that the pt had streptococcus infection at an unknown location. It was reported that a week later the pt returned to the e.r. With a diagnosis of diverticulitis or an infection in the stent graft. It was reported that during a computed tomography scan, it was confirmed the graft was infected. The stent graft was removed from the pt, and the physician put in a conventional graft. No clinical sequelae were reported, and the pt is reported to be fine.